Event description:
The customer reported that the sensor failed and the screen goes black.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep troubleshoot the ma sensor error after the sundance upgrade. He found the kv and ma fluctuating, caused by intermittent x-ray on signal from gib, from sundance upgrade. He replaced the x-ray controller pcb, interconnect cable, x-ray on cable, and calibrated the system per esd/ge oec procedures. He tested system at length due to continuing issues with the machine. The system is fully functional.